Event description:
Md inserting essure sterilization coil via hysteroscopy when coil did not fully release into right fallopian tube. Only part of coil was inserted. Left fallopian tube went without problems.